Event description:
It was reported that on (B)(6) 2012, the patient's device and extension were explanted but the lead remained implanted, but unprotected (no boot[h]) in the patient's body tissue. It was decided to implant another device and extension again on (B)(6) 2012. In the or (operating room) it was impossible to insert the lead end into the extension. Two extensions were tried, both gave the same trouble. It was also impossible to insert the lead end into the device directly. The lead had within-range impedances, but gave out-of-range impedances when connected to extensions and device. This was due to the inability to fully advance the lead end into the extension or device. The lead was explanted. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Correction for patient identifier: patient name is unknown. Correction for manufacturer report number: the initial MDR was filed as MFR report # 9614453-2012-00111. Additional review indicated the correct manufacturing site was 3007566237. Correction for manufacturer: address was incorrect for original MFR site. Updated to correct MFR site address. Device evaluated by manufacturer: analysis of the lead (model# 387745 serial# (B)(4)) found no significant anomaly. The lead had a slight curve at the proximal end. There was a bend in the lead at the #0 connector sleeve and the outer insulation was broken at the #0 connector sleeve. This prohibited the lead from being inserted into the returned extensions. It was suspected that it was from explant damage. A known good lead was able to be inserted into both extensions analyzed with no issues seen. Continuity was acceptable for all circuits. Analysis of the extension (model# 3708120 serial# (B)(4)) found no anomaly. Continuity was acceptable for all circuits. Analysis of the extension (model# 3708120 serial# (B)(4)) found no anomaly. Continuity was acceptable for all circuits.

Manufacturer narrative:
Product ID: 3877-45, lot# b0964827k, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID: 37081-20, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. Product ID: 37081-20, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.